Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
The complaint was received through a direct call from the customer to the emergency support program. (B)(6), a cicu rn, reported a fiber optic sensor failure and requested clarification regarding use of an alternate arterial source. It was identified that the inner lumen had been capped upon arrival from the cath lab. (B)(6) and the primary rn, (B)(6), were instructed to transduce the patient¿s radial arterial line to the pump for proper timing of balloon inflation and deflation. Assistance was provided via facetime, and the setup was completed successfully. Product surveillance information was collected, and instructions were given to save the catheter for return evaluation. Proper line maintenance and the importance of keeping the inner lumen connected to a pressure bag were reviewed.